Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized overnight and discharged home the following day. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. .

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 02/03/2015. Date of follow-up report: 03/02/2015. A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT-to-body divergence however the cause of the CT to body divergence is unknown therefore no conclusion could be made. If additional information pertinent to the incident is obtained another follow-up report will be submitted.